Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. The case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Investigation has determined that the high current drain is the result of compromised capacitor. The capacitor was removed from the hybrid and analysis determined the leakage had characteristics of a cracked capacitor.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker longevity was showing less than five years remaining even though the outputs were programmed to nominal setting and the patient did not have atrial fibrillation (af). Upon further review 13 months earlier the device showed 15 years remaining and had decreased to five and a half years remaining three months ago. Review by boston scientific engineering noted an increase in power consumption and explant was recommended. The pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported.